Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a competitor right ventricular (rv) lead were exhibiting a drop in sensing and a rise in pacing threshold measurements. The field assumed the rv lead may have pulled back causing such observations. Surgical intervention was performed and the rv lead was repositioned. The pacemaker continues to remain implanted and in service. No additional adverse patient effects were reported.